Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the sensor readings. Customer's sensor glucose reading was 125 mg/dl but their blood glucose level was 518 mg/dl. The sensor glucose and blood glucose reading difference was not within an acceptable range. Insulin delivery was not suspended due to sensor glucose values. High blood glucose reading troubleshooting was declined. The device was not returned.